Event description:
It was reported that it was suspected this right ventricular (rv) lead exhibited out of range impedances as the device was programmed unipolar pace and bipolar sense. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).